Event description:
Information was received from a consumer regarding a patient receiving saline via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient complained that the pump wasn't working. The patient noted they weren't seemingly getting pain relief. Their healthcare provider (hcp) told them the patient would never be pain free and they understood that. The patient noted "it didn't seem like it was working." The patient was taking 500 pills plus the pump. The patient noted 270 norco, 150 soma, 30 ambien, 30 valium, and an unknown other medication. The patient noted taking these before the pump was implanted. The patient noted having fentanyl patches and oxycontin. The patient asked his hcp to refer him to a local hcp. The patient noted the hcp said "good luck with that." The patient went to (B)(6) 5 times complaining the pump wasn¿t working. The patient noted his back was bad enough but he had to drive 80 miles to get to the hcp. The patient noted the hcp put saline in the pump and put the patient on straight oral opiates. When asked if there was saline in the pump the patient noted "he pulled it out because it was alarming." The patient noted the alarm was going off for 6 months. It was noted this occurred in 2015. The patient thought he was going crazy or someone was recording him. The patient noted he was depressed and had headaches. It was unknown when that began. The patient believed his problems were because of the pump. The patient noted he needed another hcp and couldn¿t find another hcp willing to take him. The patient noted the hcp drug tested him and noted it was dirty. The patient's insurance company sent him for another test and it was clean. The patient's insurance company had been working on finding him an hcp since (B)(6) 2015 and couldn¿t. The patient's alarm was going off and he was not sure when that started. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.